Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. There was no motor error alarm and the motor passed the motor test. The unit had a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer called to report that she received a motor error alarm during a bolus. The customer's blood glucose reading was 135 mg/dl. The customer completed troubleshooting and was able to complete the rewind. The customer also reported that 3 to 4 weeks prior to the issue, they overbolused and the sensor was reading 60 mg/dl. The customer had a seizure and ems was dispatched, however ems did not help the customer. The customer helped herself by administering a glucagon shot. The customer was advised to discontinue use of the device and to revert to a backup plan. The customer was advised that the device would be replaced, and to return her device for analysis.